Event description:
The customer reported that erroneous/imprecise cardiac troponin (accutni) and/or myoglobin results were generated from a unicel dxc 600i synchron access clinical system for multiple patient samples over three days. This report represents the generation of an elevated, imprecise cardiac troponin (accutni) result and an elevated, erroneous myoglobin result generated for two patients on (B)(6) 2012. The initial results were reported outside of the laboratory and it is unknown as to whether there was any impact to the patients, or modifications to their treatment, based upon the erroneous results. The patients were repeat tested on another instrument. Upon repeat, a lower accutni result within the risk stratification range but outside of the assay's stated precision claim was obtained for one patient, and a lower myglobin result within the normal reference range was generated for the other patient. The samples were collected in lithium heparin plasma tubes. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that all levels of accutni quality control results were recovering within two standard deviations of mean during the timeframe of the event. A system check performed prior to the event met instrument specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) performed preventive maintenance activities on the instrument. The fse noted that the wash/precision valve manifold was cracked and replaced it as well as both the precision pump and wash pump. The fse performed all necessary instrument validation testing and released the instrument back to the customer. In conclusion, hardware is the most likely cause of this event. Associated mdrs: 2122870-2012-00293, 2122870-2012-00294, 2122870-2012-00295.